Event description:
Provider alleges the end user was driving her chair on the sidewalk when it suddenly stopped and then she let go of the joystick and after turning the joystick on and off it moved normally.